Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead which prematurely terminated mode switch at times. The lead remains in use. No patient complications have been reported as a result of this event.